Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the fenestrated bipolar forceps had a loose wire at the tip and was not recognized by the robot. A backup instrument was used to complete the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive received the part associated with this complaint and completed evaluation. Failure analysis confirmed the customer reported complaint and found the instrument to have a loose grip cable at the distal end. The instrument was found to have failed the engagement test during in-house testing. The instrument failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. Additional observations not reported by site that are related to the primary failure: after opening the housing, the instrument was found to have a dislodged grip cable at the proximal end. The instrument was also found to have a broken clamping pulley at the proximal end. This failure caused the grip cable and engagement test failures of the instrument. Additional observations not reported by site that are not related to the customer reported complaint: the instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. The wire insulation was not damaged, and the instrument passed an electrical continuity test. The instrument was found to have charring and localized melting at the grip base between the grips. Thermal damage between grips is most commonly caused by insulation degradation and carbonized tissue creating a conductive path.